Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had poor vision. Prior to the surgery, the patient was able to drive and function independently. The surgeon kept telling the patient that the patient¿s eyes were fine, and that the surgery went brilliantly, but the patient was unable to see anything clearly, experienced halos, and was unable to read any form of road signage until the patient was underneath or right next to the sign. The patient had difficulty seeing any type of animal or bird on the ground in front of them. The patient was unable to watch tv and see sports scores, or the birds on their bird feeder. The surgeon kept saying that the blurriness would go away, but it did not. The surgeon consistently told the patient that they did not need glasses to see, but the patient could not function. There are two medical device reports associated with this patient. This file is 2 of 2.